Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that (code as investigated description). The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl when her bg meter was reading ¿high¿. However, no specific bg values were reported at this time. The patient was wearing a tandem insulin pump. The patient was vomiting, lethargic, and was unaware of her surroundings. The patient¿s daughter brought her to the emergency room. At the ER, the patient¿s bg meter reading was 1238 mg/dl. The patient was treated with insulin, potassium, magnesium, IV fluids, antibiotics, and ¿medicine for renal failure¿. It was noted the patient was in renal failure due to her hyperglycemia and state of dehydration. The patient was discharged home after 3 days. The patient was in good condition at the time of report. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The reported glucose values fall within the d zone of the parkes error grid.